Event description:
End user reported that the armrest bolts and brackets on his tdxsp power chair are hitting his back. User stated when transferring it catches him, is experiencing redness and soreness on his back.